Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
Corrected lot number based on additional information. The patient is (B)(6). An event regarding screw crack/fracture was reported for a ps lipped tibia insert med 11. The event was confirmed. A review of the device history records was not possible as the lot ID is unknown for the duracon insert. The reported lot ID in this case was for the metallic bracket. A review of the DHR for the metallic bracket (lot ID: glcma) indicated that devices were manufactured and accepted into final stock on 10 march 1995 with no reported discrepancies. Visual inspection was performed as part of material analysis report. The mar report indicated: "symmetrical patterns of burnishing, scratching and third body indentations were evident on the articulating surface." This "burnishing is caused by adhesive/abrasive wear of the insert against the femoral condyles." "The distal surface of the tibial insert is shown in figure 6. Damage to the distal surface included explantation related damage and damage that occurred after the locking screw broke." "The locking screw was returned wedged into the tibial insert." A review of the provided medical records and/or x-rays by a clinical consultant detailed the following: "x ray copies include an undated ap of both knees and a lateral of the right knee demonstrating bilateral cemented total knee arthroplasties. The right cemented ps duracon knee demonstrates well fixed components in a nominal position." The complaint databases could not be reviewed for the duracon insert as no lot ID was received. A review of the complaint databases for the metallic support (lot ID: glcma) was carried out. There were no events related to this lot ID. The investigation concluded that the locking screw broke in fatigue however the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes and additional x-rays are needed to fully investigate the event.

Event description:
It was reported that patient fell out of car onto the right knee.

Event description:
It was reported that patient fell out of car onto the right knee.